Manufacturer narrative:
Examination of the returned liner finds evidence to confirm the reported dislocation. It should be noted, the femoral head was not returned for evaluation. No additional investigative inputs or patient x-rays were provided. Implant positioning cannot be commented upon. A search of the complaints databases identified other reports against the liner. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were found against the femoral head. The investigation can draw no conclusion with the information provided. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation.